Manufacturer narrative:
The suspect product is the advantage meter.

Event description:
Customer reportedly rec'd a blood glucose result outside meter measurement range on the advantage system (over 600 mg/dl). No high blood symptoms reported. The customer did not provide the location of the malfunction. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 548610, expiration date 11/30/2006.